Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Transmissions showed that the right ventricular (rv) lead exhibited low pacing impedance measurements. The clinic will continue the patient. No intervention was performed. The patient had no adverse consequences.